Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that after 1.5 turns, the rvlp did not successfully fixate to the myocardium. Upon entering tether mode, the rvlp disengaged from the myocardium. After removal of the rvlp, it was noted that the helix was damaged. The physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.

Manufacturer narrative:
Correction: h6 - medical device problem code - device dislodged or dislocated removed because the event is covered with the positioning failure code.